Event description:
It was reported that an everest xt extended tab polyaxial screw migrated at t10 on the right side approximately 3 months post-operatively. Revision surgery is not scheduled at this time as the patient is not showing any symptoms.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No further investigation can be performed due to insufficient information provided.  If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated. H3 other text : device still implanted in patient.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an everest xt extended tab polyaxial screw migrated at t10 on the right side approximately 3 months post-operatively. Revision surgery is not scheduled at this time as the patient is not showing any symptoms.